Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes with noise on both the right ventricular (rv) sense rate and shock electrogram channels. Health care professional looked at records and there was an abandoned lead listed. A chest x-ray was recommended to confirm as the abandoned lead could be causing the sensed noise. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.